Event description:
Patient experienced irritation to the skin from the mounting pad. Cavillon wipes not working. Doctor sent patient ointment.

Manufacturer narrative:
This complaint reports a patient having severe skin irritation underneath the mounting pads. Product was not returned for a physical evaluation. This patient first began using the sprint system on (B)(6) 2023 following their first lead implant. A second lead was implanted on (B)(6) 2023. This skin irritation issue was first noticed approximately 6.5 weeks after the first lead placement procedure ((B)(6) 2023) and spr was notified 2 weeks afterward on (B)(6) 2023, 2 months after the first lead placement. This patient used various bandaging options and skin barrier/preparation wipes during their treatment. The patient was provided ointment by the physician to resolve the skin irritation, once the physician was notified. Skin irritation is known to be highly dependent on patient physiology. Follow-up with the field representative indicated this patient has used the sprint system before and this patient has also had skin irritation reactions to the mounting pad before. Spr records show this patient has received at least 3 sprint treatments prior to this case. Skin irritation from one or more of the skin-worn components, including the mounting pads, has been known to occur, but the risks associated with this type of complaint are typically low as it does not disrupt the treatment and the reaction does not require any medical attention. In this very rare case, skin irritation was severe enough requiring medical attention with a final conclusion as serious injury/injury requiring medical intervention to preclude permanent damage (skin erosion). Based on the prior knowledge of having skin irritation, it is possible this reaction could be a severe allergic reaction, as repeated exposed to a sensitizer is known to increase the body's immune response and severity of response. It is important to note the patient IFU (l0242-man-000 [rev a] directly contraindicates against: "patients who have a tape or adhesive allergy." Mounting pads are intended to be replaced daily or as needed by the patient or caregiver and the area should be washed and allowed time to dry before reapplying, as defined in section 5 (cleaning & care) of the patient IFU: (B)(6). Further troubleshooting steps defined in the appendix b of the patient IFU regarding skin irritation, state to change the location of the mounting pad, use skin prep wipes, and/or use topical solutions if skin irritation occurs. Follow-up with the field representative indicated the patient was changing the mounting pads on a daily basis and was re-applying them to different locations on the skin each time. However, this cannot be verified and it is unknown how the patient cleaned/maintained the skin underneath the mountings pad during each mounting pad change. Spr check-in records at 3 weeks and again at 6 weeks did not indicate skin irritation had developed. Once the physician got involved at approximately 6.5 weeks, when the skin irritation developed, ointment was used/prescribed, to the noticeability reduced / resolved skin irritation issue.